Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and after one partial recapture and reposition the closure device was successfully implanted in the laa of the patient. All the devices were removed from the patient, and a post procedure effusion sweep discovered a small pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis where 1200ccs of bright red blood was removed and returned to the patient before deciding to bring the patient to the operating room. The patient underwent open-heart surgery where a small perforation was noted in the distal end of the laa before being repaired. The patient was then sent to recover from this event. Six hours later the patient went into cardiac arrest, and another small pericardial effusion was found. The patient remained hospitalized from this event. The next day the patient went into cardiac arrest for a third time did not recover from this event and the patient died.